Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospital visit. No product lot number was reported therefore no lot release records were reviewed. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that she was also having a viral infection which could make her blood glucose (bg) rising faster than normal. Her bg reached 24.8 mmol/l (447 mg/dl) so she wanted to give a bolus but was not able to as she was not able to find her pdm (personal diabetes manager). There was also ketones present. She decided to go to the hospital where they gave her a manual injection of long acting insulin. She is currently in the hospital and they would not let her leave until she received a new pdm.